Event description:
The event is reported as: the customer alleges that the unit shuts down and will no turn on for approximately 10-20 minutes. The user facility reports that if the staff waits long enough, the heater usually turns back on. No patient injury reported.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial #(B)(6) was manufactured on 05/24/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.